Manufacturer narrative:
The device was returned for analysis. The reported activation failure was confirmed. Analysis identified a metal like contamination (small metal ball) noted at the notch. The investigation identified contamination that likely blocked the inflation lumen resulting in the reported activation failure; however, the investigation was unable to determine a conclusive cause for the observed contamination. The origin of the contamination is unknown; however, scanning electron microscope (sem) analysis of the contamination identified the material as solder which is not used in the manufacturing of xience pros product. Additionally, the returned balloon had crimp marks indicating the unit was split molded correctly. The identification of the split mold process indicates that air pressure could reach the balloon at the time of manufacture. It is possible the contamination occurred at the account during attempted use of the device; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequently, after the initial report was filed per device analysis identified a metal like contamination (small metal ball) noted at the notch. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 2.5x23mm xience pros stent delivery system was attempted to be deployed; however, the balloon would not inflate; therefore, the stent could not be implanted. A new stent was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.